Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 1627487-2020-32686; related manufacturer report: 1627487-2020-32688. It was reported that patient experienced pocket pain at the implantable pulse generator (ipg) site. On (B)(6) 2020 the ipg was repositioned from the abdominal to the gluteal site. The two extensions were explanted, and new extensions were implanted. Patient was stable.